Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to e2, e3, and g2. The information included in e2, e3, and g2 was inadvertenly omitted from the initial medwatch report. New information added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The adherence/clogging of the material in the nozzle was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The legal manufacture could not confirm reprocessing was conducted in accordance with the instructions for use. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: insertion tube insulation recommended to be reviewed; image evis displayed error e216; control knob movement had a minor play; distal end plastic cover had burn marks; objective lens had tiny chips and old glue; light guide lens had tiny chips; nozzle was clogged; bending section cover or distal sheath rubber had cracks; air/water supply had intermittent flow; and scope connector had the ethylene oxide valve replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a clogged nozzle. The issue occurred during the preparation for use. There were no reports of patient involvement.